Event description:
Device report from synthes reports an event in japan as follows: it was reported that a lofort 1 and ssro for jaw deformity performed on (B)(6) 2023. The surgeon tried to use the screw in question for maxillary fixation of maxillary and mandibular osteotomy. After opening the product package, the nurse found that the screw head was deformed. Another screw was used for surgery instead of the screw in question. The surgery was completed successfully without any surgical delay. The product is a four screws-pack, and four boxes were used for surgery. It is unknown which lot number out of the four boxes it was. Patient status: stable. No further information is available. This report is for one (1) matrix lock screw ã¸1.85 self-tap l6 tan. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: g4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h4, h6: the product was returned to depuy synthes and sent to manufacturing site: {jabil monument] for evaluation. The manufacturing team conducted a visual inspection of the photos and physical device visual analysis of the photo and device revealed that matrix lock screw ã¸1.85 self-tap l6 tan shows the cross-slot feature on the screw head is deformed. Per manufacturing drawings one perpendicular cross-slot is centered on the top of the screw head. The complaint screw has a double cross slot on the screw head confirming the allegation as part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the matrix lock screw ã¸1.85 self-tap l6 tan. The root cause of the complaint condition can be confirmed due to the manufacturing issue. The received condition of the matrix lock screw ã¸1.85 self-tap l6 tan confirmed that the screw head is deformed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for matrix lock screw ã¸1.85 self-tap l6 tan. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H4, h6 part # 04.511.636.04s, lot # 162l715, manufacturing site: werk selzach, release to warehouse date: 24.apr.2023, expiration date: 01.apr.2033, supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.